Manufacturer narrative:
(B)(4). Returned meter evaluated with dirty strip connector found. Root cause: foreign material on strip connector (blood-like substance).

Event description:
Consumer complaint of "hi" blood results, via son. Expected blood glucose results not verified. Customer feels well and observed no symptoms. Med intervention is not required at this time. Customer also received e-3 error message due to applying blood sample to test strip prior to insertion into meter. Back to back blood test performed during call non-fasting ((B)(6) 2015; 12:38 pm) with results of "hi" and "hi." Verified storage of test strips is within instructed specification. Test strip lot MFR's expiration date is 3/24/2017 and open vial date is (B)(6) 2015. Recall test results performed non-fasting from meter memory. Adverse event not reported.